Manufacturer narrative:
This ipg serial number is included in a field advisory. Sjm has limited the info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt received his sys system, including an ipg, on (B)(6) 2010. It was reported that the pt lost stimulation, and he can no longer locate the ipg using the charger and programmer. Replacement external devices were unsuccessful at resolving the issue. The physician plans to perform an explant and replacement of the ipg; however, the surgery date is currently undetermined. No further info is available at this time.